Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reprocessing was not able to be conducted properly due a leakage which was caused by a crack on the distal end, this caused the water tightness to be lost. A definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the air/water cylinder, air/water tube, distal end and adhesive around the objective lens. There were no reports of patient involvement.